Event description:
It was reported to us that this (B)(6) male collapsed on the lawn and his wife activate the ems system. Resuscitation efforts began when ems arrived. Was defibrillated 9xs prior to arrival; intubated, transported to (B)(6), then to (B)(6) where he underwent emergency cardiac catheterization followed by a pci. Pre-procedure diagnosis: acute anterolateral myocardial infarction complicated by cardiogenic shock/acute left ventricular failure/respiratory failure with concomitant possible anoxic encephalopathy. During the procedure the lad was found to have significant volume of intraluminal clotted blood for which a medtronic aspiration catheter was employed to aspirate the clot. Upon attempting to remove this catheter, resistance was met. The physician removed the wire, the balloon catheter and the aspiration catheter in an alternative sequence than sequence usually employed. This may have added minutes to the procedure. The procedure was complicated additionally by ventricular fibrillation and persistent cardiogenic shock. Ef estimated to be 10% within 24 hours the patient was transferred to (B)(6) for ventricular assist device. The account has contacted us and indicated that the patient death is not related to the aspiration catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The actual complaint sample will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. It in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be complete. The event is not confirmed due to the product was not returned for evaluation. The analysis is complete as of today (B)(4), 2012.